Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was being replaced for normal battery depletion. During the explant, the physician was noted to have been using a lot of force and the header broke while being removed from the pocket. It was noted that the device was not implanted sub pectorally. The device was later returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population. Additional analysis was completed. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loosened header. Analysis determined that this was induced damage to the device. The observed damage was not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was being replaced for normal battery depletion. During the explant, the physician was noted to have been using a lot of force and the header broke while being removed from the pocket. It was noted that the device was not implanted sub pectorally. The device was later returned for analysis. No adverse patient effects were reported.